Event description:
It was reported that a stretcher malfunctioned and ran into a few walls. It was further reported that the patient experienced back and neck pain the following day and. The hospital did a CT scan and an x-ray, but they saw no inflammation so the patient was prescribed muscle relaxers for the pain. The device is currently pending evaluation and the model and serial number have not yet been provided.

Event description:
It was reported that a stretcher malfunctioned and ran into a few walls. It was further reported that the patient experienced back and neck pain the following day and. The hospital did a CT scan and an x-ray, but they saw no inflammation so the patient was prescribed muscle relaxers for the pain.

Manufacturer narrative:
Attempts were made to gather the model number, serial number, defect information, and resolution. However, no response was received.